Manufacturer narrative:
This report is for an unknown tfna nail. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery with tfn-advanced proximal femoral nail (tfna) and the end cap in question. During the surgery, the surgeon could not insert the end cap. The surgeon checked whether the soft tissue interrupted the insertion of the end cap, and the surgeon adducted the patient to insert, but finally, the end cap could not be inserted. The surgeon closed the incision without inserting the end cap. The surgical delay is unknown. No further information is available. This complaint involves two (2) devices. This report is for one (1) unknown tfna nail. This is report 2 of 2 for (B)(4).